Manufacturer narrative:
Concomitant products: product ID: 863720, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: pump. Product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8731, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient was presented to a medical center. At that time, the patient¿s main complaints were right arm pain, fatigue, and a fever. The patient had a pain pump that was replaced the previous month. The hcp was concerned for, among other things, epidural abscess. A computed tomography (CT) radiographic image of the patient¿s neck was ordered, but not a magnetic resonance image (MRI). Blood cultures were also taken to search for a bacterial infection. The patient was discharged on that day with a diagnosis of cervical radiculopathy and viral syndrome. The patient was called back the medical center the next morning when the blood cultures showed that the patient had a bacterial infection. The hcp did not order an MRI, mistakenly believing that the patient could not have an MRI due to his pain pump. The patient was admitted to the medical center and was quickly transferred for appropriate imaging and evaluation. On (B)(6) 2013, an MRI of the brain and cervical spine was performed. The MRI showed, among other things, fluid which presumably represented a dorsal epidural abscess. The epidural abscess was not surgically decompressed for several hours, during which the patient suffered severe and permanent spinal cord damage. It is unknown what drug the pump was infusing. A follow-up report will be submitted if more information becomes available.